Event description:
The following has been reported: "device/s within warranty. Error15/30/46/47/99 fc 5 processor board defective." Per the technical manual, the error codes are defined as follows: secondary microcontroller communication. Timekeeper. Backup capacitor temp too high backup capacitor temp out of range. Error 99 - activation of the watchdog. Reporting due to the referenced issues as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.